Event description:
It was reported that when the customer received the device, it would not power on. This issue is an out of box failure and there was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.